Event description:
The patient's Omnipod 5 insulin pump failed to adequately control her blood sugar levels. The pump was replaced twice but the problem persisted resulting in her suffering diabetic ketoacidosis and being admitted to the ICU for therapy. REFERENCE REPORT: CDRH-50060816, CDRH-50060904. Patient Code: 2364. Device Code: 2588. This report captures: Omnipod 5 #3.